Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that during use of a cleo® 90 infusion set, the patient experienced high blood sugars and it was decided by the patient and the patient's mother to change the site as it was suspected the site was failing. During infusion site removal, it was reported that the cannula snapped and was missing when the set was pulled away from the body. After seeking doctor's advice, the patient was taken to the emergency department. The emergency department "also felt that it was still in her abdomen." The area was frozen and a scalpel was used to extract the cannula, but nothing was immediately obvious. An ultrasound was performed at the emergency room and a second more in-depth ultrasound was performed the next day, but both attempts were unable to locate the cannula. Physician advised that cannula may not show on ultrasound because it is small and plastic, and advised to monitor for infection over the coming weeks. The area on the patient was sore and a little tender. No permanent injury was reported.

Manufacturer narrative:
No sample was received for investigation; however, a photograph of the sample was provided for review. Examination of the photograph found that only a small segment of the soft cannula remained attached to the infusion set; the remaining length of the cannula was missing. Further investigation was unable to be performed as the provided photograph was too far from the sample and did not contain sufficient detail. Investigation was unable to determine the root cause of the cannula break from the infusion set.